Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5008319.

Event description:
It was reported that the patient was not getting enough pain relief from the current lead placement. The patient underwent a revision procedure wherein the percutaneous leads were replaced. The patient was reprogrammed and getting adequate therapy. The leads will not be returned.